Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage was or anything out of ordinary was noted. No fragment fell into patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae) on 25-oct-2024 and initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument and continuity was tested again. Continuity was found to fail between the cut wire and grip. The wire was removed from its routing and inspected for damage, but no damage was observed. It was observed that the wire appeared to be broken inside the silicone potting of the bipolar yaw pulley. The silicone potting was removed, and the broken conductor wire was observed. As the corresponding grip cable was also found to be broken, it was possible that the same event caused the break in the conductor wire, such as an external collision.